Event description:
It was reported that during implantable cardioverter defibrillator change out procedure due to unrelated issue; upon interrogation, t wave oversensing was observed on the device. The device was explanted and replaced. Patient¿s condition was stable before, during and post procedure.

Manufacturer narrative:
The reported field event of oversensing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.